Event description:
I ordered two sets of glasses from (B)(4). There apparently was no quality control of the glasses. The image through both was badly distorted. I am concerned about (B)(4) distributing glasses with no quality control, which could hurt people's sight and maybe cause falls. I have photos taken through the glasses and without the glasses that prove the distortion. Zenni optical.